Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No unexpected battery power loss, change battery alarm and off no power alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had off no power alarm. Customer's blood glucose value was 7.7 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the new battery did not resolve the issue. Customer reports alarm was recurring. The device will not be return for analysis.